Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was returned and evaluated against the complaint. Visual inspection found the barb to be scraped such that a poly strand protrudes from the liner. The thin poly material near the constraining ring has become wavy and deformed. Multiple scratches were observed on the outer radius. No damage to the scallops or ring was observed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, when the g7 freedom liner was inserted, it popped out while reducing. Removed one of two screws, re-inserted and it popped out again. Switched to a freedom neutral liner and there were no issues. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.